Manufacturer narrative:
Interrogation of the device revealed the device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing, and high voltage (hv) output functions of the device were tested and found to be normal.

Event description:
It was reported a patient presented with pain at the pocket site. The implantable cardioverter defibrillator (ICD) was explanted and replaced with a smaller model in a procedure on (B)(6) 2023. Post-procedure the patient was stable.